Event description:
Towards the end of the collection portion of the pt's photopheresis treatment the collection line began drawing air which appeared as "champagne bubbles." The air appeared to be collecting at the "y" connection at the needleless port. As a result of the event, the pt's treatment was aborted and approx 140 ml of blood was retained in the machine. Osumc has experienced a similar event with this same machine/device which also resulted in the detection of air.